Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +18.5d) in the left eye on (B)(6) 2023. Multiple refractive light treatments and prk enhancement were performed, however, no lock in treatments were completed. The lens was explanted from the left eye on (B)(6) 2024 due to patient dissatisfaction with vision.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, g3, g6, h3 and h6. The explanted lal was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed.